Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored arrhythmia episode due to inappropriate therapy delivery. It was noted that the patient was in an atrial arrhythmia. Upon review, the stored logbook arrhythmia showed the device delivered five bursts of anti-tachycardia pacing (atp) and a shock and successfully converted the arrhythmia. Further review of the episode showed that therapy was inappropriately delivered due to farfield oversensing the right ventricular (rv) signals on the right atrial (ra) channel led to ra events to be blanked leading to the inappropriate therapy delivery. It was also noted that the patient has a left ventricular assist device (lvad) concomitantly in service due to known slow ventricular tachycardia (vt). Ts discussed programming optimization options to the hcp. No additional adverse patient effects were reported. This crt-d remains in service. Subsequent additional information was received that indicated that during a follow up visit, this crt-d device was found to exhibit atrial undersensing. Ts provided programming recommendations. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored arrhythmia episode due to inappropriate therapy delivery. It was noted that the patient was in an atrial arrhythmia. Upon review, the stored logbook arrhythmia showed the device delivered five bursts of anti-tachycardia pacing (atp) and a shock and successfully converted the arrhythmia. Further review of the episode showed that therapy was inappropriately delivered due to farfield oversensing the right ventricular (rv) signals on the right atrial (ra) channel led to ra events to be blanked leading to the inappropriate therapy delivery. It was also noted that the patient has a left ventricular assist device (lvad) concomitantly in service due to known slow ventricular tachycardia (vt). Ts discussed programming optimization options to the hcp. No additional adverse patient effects were reported. This crt-d remains in service. Subsequent additional information was received that indicated that during a follow up visit, this crt-d device was found to exhibit atrial undersensing. Ts provided programming recommendations. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that indicated that during a follow up visit, this crt-d device was found to have stored a ventricular episode. Further review of the episode showed that the patient appeared to be in an atrial driven arrhythmia, and the device had delivered 5 bursts of anti-tachycardia pacing (atp) and one shock. It was determined that the device had delivered the therapies inappropriately. Ts discussed programming optimization options to the hcp. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored arrhythmia episode due to inappropriate therapy delivery. It was noted that the patient was in an atrial arrhythmia. Upon review, the stored logbook arrhythmia showed the device delivered five bursts of anti-tachycardia pacing (atp) and a shock and successfully converted the arrhythmia. Further review of the episode showed that therapy was inappropriately delivered due to farfield oversensing the right ventricular (rv) signals on the right atrial (ra) channel led to ra events to be blanked leading to the inappropriate therapy delivery. It was also noted that the patient has a left ventricular assist device (lvad) concomitantly in service due to known slow ventricular tachycardia (vt). Ts discussed programming optimization options to the hcp. No additional adverse patient effects were reported. This crt-d remains in service.